Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was aborted. A philips field service engineer inspected the system onsite and observed that the flat detector power supply indicator was not illuminated. The analysis of system log file indicated fd timeout error. The cause of the flat detector power supply failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flat detector power supply by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.